Event description:
The affiliate reported a customer with a suspected positive biological indicator. The customer reported that not all items from the load were recalled. The customer did not provide any potential pt injury info to the affiliate.

Manufacturer narrative:
.